Event description:
It was reported that the patient experienced intermittent stimulation. No stimulation sensation was reported. It was stated that for the prior three weeks the implantable neurostimulator (ins) was "not working right." There was no known accident or incident related to the symptoms. Movement did not cause stimulation changes. The patient was also unable to adjust stimulation, and a "call your doctor" icon was on the display. An out of regulation (oor) condition was reported. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).